Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure.

Manufacturer narrative:
(B)(4). Date of birth was not provided; however, foreign distributor listed date of birth as adult.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.